Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that customer had recurring power error alarm on insulin pump. The customer blood glucose level was 189 mg/dl. The insulin pump was returned for analysis.